Event description:
It was reported to covidien on (B)(4) 2012 that a customer had an issue with a single lumen peripherally inserted central catheter (PICC). The customer reports the PICC is leaking just below the butterfly where the catheter is joined. The customer further stated that betadine was used to clean the area and the area was completely dried prior to insertion. The PICC was not difficult to secure and was secured according to their policy and procedure. The PICC was inserted (B)(6) 2012 and was on a continuous feed. The hub was cleaned with betadine and alcohol. The PICC was not replaced. The customer reports the pt status is good and was discharged home.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.